Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: persistent severe pain and discomfort in her right hips, buttocks, groin and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, popping,clicking and difficulty with activities of daily living such as sitting or standing after being seated. Patient is required the use of crutches or a cane to ambulate. The patient could not have known that she was injured by excessive levels of chromium and cobalt until after the date she had her blood drawn and she was advised of the results of said blood work. ***update***12/12/2012-sales rep reported revision surgery due to stem loosening.